Event description:
The customer contact reported that channel 3 of the device smelled like smoke. The device was returned to the biomedical department with an unsigned note that stated, "channel 3 smelled as smoke". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that channel 3 of the device smelled like smoke. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.